Manufacturer narrative:
The tech isolated the issue to the trend valve. He replaced the trend valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting down slowly.